Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion twice during vasopressin therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5109390 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction: g4, h6, h10. H10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.